Event description:
On 6/25/2020 biopro was notified of a failed extra short hip stem. The stem was implanted on (B)(6) 2009. An additional phone call was held with the surgeon on 6/29/2020 to gather more information. The patient was experiencing pain for quite a while, but was walking. When she explained the pain an x-ray was performed and the fracture of the hip stem was evident. She indicated that 2 years previously she had suffered a fall. Upon review of an x-ray taken in 2019 a hair line fracture in the hip stem was evident, but not noted at the time of the x-ray. It is unknown when the hip stem failed, but remodeling of the bone around the distal end of the implant is indicative of the implant moving within the bone for an extended period of time. Additionally, when this hip was implanted in 2009 the surgeon utilized a technique which resulted in the hip stem remaining somewhat more proximal, the surgeon has since modified his implant technique. The hip will be removed and will be examined when it is returned.